Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The customer also noted that they received a couple sample short alarms, with no patient results. The sample initially resulted as 0.101 ng/dl accompanied by a data flag. The sample was repeated, resulting as 1.28 ng/dl. The repeat result was believed to be correct. The patient was not adversely affected. The ft4 reagent lot number was 15822900, with an expiration date of 09/30/2017. The field service engineer could not determine a root cause. He examined the system for abnormalities and found none. He verified probe liquid level detection functionality and mechanism adjustments. He ran performance testing and this recovered within specifications. The customer ran controls and these recovered within the customer's defined ranges. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can most likely be excluded. Calibration and control recovery was determined to be ok. A number of alarms were observed on the day of the event indicating that there was a problem with sample aspiration or available sample volume. Possible root causes for this event may be sample quality, the presence of bubbles/foam on the sample surface, a tilted position of the sample tube within the sample rack, and insufficient maintenance.